Event description:
It was reported that the insulin pump beeps sounded different and not normal. Customer's blood glucose was 104 mg/dl. Troubleshooting was done. Customer stated that beeps anomaly occurs when scale down beeps and when you resume after a threshold suspend. The customer was advised to monitor the insulin pump and call back if she needed assistance. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.